Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. The device was not programmed off when the high impedance was observed. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. The patient was referred for surgery. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.